Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that when starting routine implanted neurostimulator (ins) charging, it was noticed that the ins battery had decreased less than usual. Upon checking the settings, it was found to be set to 3.6 ma instead of 5.6 ma. The patient did not change the setting. Some kind of malfunction in the app. When both program 1 and program 2 are set with the neurosense programming style, the higher output value is displayed on the mystim rc handset, so in this patient¿s case, 5.6 from p1 would be displayed. It¿s possible that the value reported by the patient was 3.9 ma from p2, but this cannot be confirmed. If the patient had operated it incorrectly, the output would not decrease from 5.6 to 3.6 ma unless they intentionally changed the setting. The patient stated that they did not perform any operation to lower the output value. The output was restored using the a71400 app, and the issue was resolved.